Event description:
Programming changes were made and the rf of the pulse generator was working again.

Event description:
It was reported that the patient's pulse generator exhibited unspecified radio frequency (rf) telemetry anomaly. No programming changes were made. The patient was stable.